Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. There was no adverse impact to the customer's blood glucose (bg) level. No additional information was provided.